Manufacturer narrative:
Corrected information provided in b.2, b.5, h.2. H.11. Upon assessment of the additional information, it was confirmed that the issue was only related to the broken trocar cannula and not due to deformation (dull) of the trocar blade. Based on current information available this event broken trocar cannula does not meet reporting criteria as per the applicable regulations. No further reports will be submitted under mfg. Report number: 1644019-2025-05882 the manufacturer internal reference number is: (B)(4).

Event description:
Upon assessment of the additional information, it was confirmed that the issue was only related to the broken trocar cannula and not due to deformation (dull) of the trocar blade.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the trocar cannula was found broken due to the deformation of a trocar blade before its use during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.